Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and competitor right ventricular (rv) lead exhibited high out-of-range pace impedance measurements and loss of capture (loc) at maximum device output. No noise was visible on realtime or stored electrograms (egms). The patient's system was screened via fluoroscopy due to a suspected lead fracture, the results of which are unknown at this time. Left ventricular (lv) lead outputs were increased to maximum and the patient scheduled for a lead revision in two weeks time. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Attempts at obtaining additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating lead fracture could not be confirmed despite fluoroscopy. There are no known instances of syncope or asystole greater than two seconds. No further information could be obtained regarding this event or the patient's previously planned revision procedure.